Manufacturer narrative:
(B)(4). The guidewire was not returned for manufacturer's investigation lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Based on the provided information, it is inferred that the reported vessel perforation is related with the anatomical condition and the manipulation technique of the guidewire. All the shipped products are inspected in the production process for meeting the product specifications and release criteria. Based on the information reviewed, there is no indication of a product deficiency. IFU describes as warning; this guide wire must be used only by a physician who is fully trained in ptca/pta treatment. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. And as one of the possible adverse event: "damage to a vessel, including possible vessel perforation."

Event description:
During the attempt to cross the heavily calcified cto lesion at rca #1, vessel perforation was noted. Perforated site was in the targeted lesion and the bleeding was very little, procedure was continued at the physician's discretion. After ivus operation, additional bleeding from the site was seen, blood pressure temporary drop was observed with the pt. Treatment by balloon dilation was performed, also stenting was made to the lesion for revascularization. Bleeding stopped with a plaque shift coming from stent deployment. Patient was discharged as scheduled with no further complication.